Manufacturer narrative:
Following the event, the device was non-functional, in that the incident was detected by the unit and rendered the device inoperable, per design intent. The device required to be reset and alarms cleared before being returned to operation, which was accomplished via a modem connection with the product. Per procedure, alarm logs were retrieved and filed as part of the complaint file. The device was reset, alarms cleared, and the product returned to full functionality without further incident. There was no physical failure of any component and/or sub-assembly of the device. No replacement parts and no field service was required for this event. The user has not reported any recurrence of the described event since the completion of the reset activity.

Event description:
User reported that she passed through a security device in balance function, and the device stopped functioning and toppled over. User reported she was not wearing her lap belt and was thrown from the device. User reported she bumped her forehead, nose and both knees on the floor, suffering a nose bleed and bruised head and knees. User reported she had a cat scan at the hospital to check her head and knees. User reported the cat scan confirmed a broken nose, with no other bones affected or broken. Per the complaint record, the user is aware of product labeling against operating the device through security devices in function other than standard function. This report corresponds to independence technology complaint (B)(4).